Event description:
The was experiencing hyperglycemia. He observed leakage in the insulin infusion system and the self-adhesive gets wet. This is due to a bad connection between the flexlink/ultraflex cannula 10 transfer set and the head set. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.